Event description:
The customer reported unexplained high blood glucose. The blood glucose reading at time of call was 366mg/dl. Troubleshooting was performed. The time on the insulin pump was correct. The bolus and basals were delivered. Ran a fixed prime test and passed. Performed the high pressure test twice and the test failed. The customer mentioned having bent cannulas. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.